Event description:
Device report from synthes (B)(4) reports an event in(B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013, the screw was decapitated (without head) during insertion in to the first hole. The patient had fracture of the third left metacarpal. The screw broke in his hand; the screw body remained inside the patient's bone. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.